Event description:
Customer reported that she was hospitalized due to high blood glucose and pneumonia. Customer stated that she was in a diabetic comma for 12 days. Customer's blood glucose reading at the time of hospitalization was unknown meter reads high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.